Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) due to persistent 319 error preventing use. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has received the usm associated with this event. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, user informed the technical support engineer (tse) that they experienced repeated error 319 on universal surgical manipulator (usm)1. Initially, the tse reviewed the logs and confirmed the error for node 180 on axes controller carriage (acc) not responding in usm. The tse instructed the user to perform a hard power cycle of the system twice, but the error persisted. The user mentioned that all four arms were required for the procedure, and they could not switch to another patient side cart (psc). After the case was completed, the user reported that they undraped the arms and rebooted the system, which powered back on without any errors. The logs showed no errors after the reboot, but the tse explained that the error might return. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that ports were already placed prior to the issue being identified. They attempted to recover the faults, but it recurred after each power cycle. The procedure was completed as a 3-arm procedure. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported problem was confirmed and replicated. In the system logs, the error 319 was found indicating an issue with axis controller carriage (acc) board, confirming the fault occurred in the field. Upon visual inspection, the rolling loop fiber cable was found to be damaged, replicating the reported event. The usm was installed onto a golden system where normal mode failed, indicating "acc not present". The usm was then installed onto a patient side cart fixture test platform (pftp) where "check all boards" testing failed for acc board. Once testing was completed, the rolling loop fiber cable was tested and was verified to be the source of the fault. The probable root cause is attributed to communication errors caused by a damaged rolling loop fiber cable located within the usm.

Event description:
Refer to h11 for follow-up information.